Manufacturer narrative:
The hill-rom technician replaced et valve to resolve the issue.

Event description:
Information received indicated that when the emergency trendelenburg was activated the bed would not go into emergency trendelenburg.